Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the had a blood glucose level of 488 mg/dl at the time of the call, which was treated with the insulin pump and manual injections. Customer stated that the insulin pump may not be functioning properly. Blood glucose level at the time of the incident was 208 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The device was not replaced or returned for analysis.